Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the g5 mobile application experienced interruption due to an operating system upgrade. The patient stated that the g5 mobile application stopped working and displays a message to uninstall and reinstall the application. No additional patient or event information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.